Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy during procedure to treat a little calcified plaque lesion in the right superficial femoral artery (sfa) with 95% stenosis. The vessel was not pre dilated but post dilated. IFU was followed. Unable to flush tissue during procedure. Damage was observed on the device. The plunger had pushed plaque through a tear in the side of the nosecone. After completing one insertion and filing the nosecone, the device was removed and the staff attempted to flush it. The device would not flush. It appeared that the plunger had pushed plaque through a tear in the side of the nosecone. Physician completed procedure with a replacement hawkone. There was no patient injury.

Manufacturer narrative:
Additional information: the tear was noticed after the device was removed from the patient after the first insertion in vitro during cleaning and prior to flushing. The tear was in the plastic portion of the nosecone. The physician is unsure if the plaque pushed through the tear in vivo. The tear is suspected to have likely occurred in the patient due to it being noted when removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.